Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. While on support, it was noted that the device had positioning issues. The impella position was confirmed via transesophageal echocardiogram and device was repositioned. Patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.